Event description:
It was reported that (1) device was used during a laparoscopic low anterior resection. It was reported by the affiliate that the tsb45 instrument anvil dislodged (no problems with cutting and stapling). Another instrument was used to complete the case. There was no consequence to the patient.